Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in balloon wall aligned with the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in an unspecified artery below the knee. A 1.5mmx20mmx143cm coyote¿ es balloon catheter was used to treat the target lesion. During first inflation at 4 atmospheres, the balloon ruptured. The device was then removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in an unspecified artery below the knee. A 1.5mmx20mmx143cm coyote es balloon catheter was used to treat the target lesion. During first inflation at 4 atmospheres, the balloon ruptured. The device was then removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).